Event description:
The customer initially called to report low battery life on the insulin pump. The insulin pump had cracks around the battery compartment and it was replaced. Later the customer's wife called to report that the customer was hospitalized for diabetic ketoacidosis and may have had a heart attack. No further information or troubleshooting as the customer was still in the intensive care unit.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.